Manufacturer narrative:
An event of ipg pocket heating was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. The MRI scan was stopped to prevent an issue. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced heat at the ipg site during an MRI scan. The scs system was set to MRI mode. As such, the scan was stopped. Reportedly, there were no patient consequences and patient is stable.